Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2012. The fse replaced the transducer and the peristaltic pump tubing, and cleaned the wash carousel. The fse performed system alignments and successfully completed a passing system check and quality control (qc) within the customer's established limits. The fse verified repair per the established procedures. The unit conformed to the manufacturer's published performance specifications. The customer noted quality control was within the laboratory's acceptable range prior to the event.

Event description:
The customer reported an erroneously elevated troponin I (accutni) result, for one patient, involving access 2 immunoassay system. Subsequent testing recovered a lower result, within the risk stratification. The customer stated the elevated and retest results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.